Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted, however the motor was noisy during motor rewind due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 360mg/dl. Customer tried to treat with pump, but stopped. Customer stated the pump alarmed during bolus. The insulin pump is also making a loud quaking noise while rewind and prime.